Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission, premature battery depletion was observed. During two months later follow-up, battery longevity was increased. Review of session records anticipated that latest estimation was accurate. Patient will continue to be monitored.